Event description:
It was reported that the patient experienced shocks because of t-wave oversensing. Given the patient risk, the lead was not replaced and remains in use. The patient's device was upgraded to include an enhancement feature for filtering the lead t-wave oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.